Manufacturer narrative:
One used device returned for evaluation. The evaluation is in process. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that during a chest tube drainage catheter exchange, the locking string of the drainage catheter wrapped around the wire on the end of the catheter. Both the catheter and wire had to be removed. The physician was unable to regain access at the same site and the pt had to come back the next day to have a new catheter placed. No pt harm or injury was reported.